Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10092. (B)(6) study. It was reported that a pericardial effusion occurred. In (B)(6) 2015, a patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman(tm) laa closure device & delivery system and watchman(tm) access system were used. At an unspecified time during the procedure, the patient experienced a pericardial effusion. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pericardial effusion was present prior to the procedure, it was noted to be a simple effusion. The was not deep seated in the laa prior to deployment; however, the closure device was deployed without a problem. The patient status during the procedure and at discharge was reported to be ok.